Manufacturer narrative:
Evaluation revealed the received femoral nail, a/r t2 femur ø9x380 mm to be the primary product. Any further products were not reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail. The affected item was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail was completely broken in half in the area of the diaphysis. The breakage line and breakage surface of the nail indicate that the nail broke from lateral towards medial, initially in a fatigue fracture and main partly spontaneous in a forced gliding fracture. The implant broke due to several loads, finally due to a single heavy overload (i.e. Patient fell). The intake of the product inquiry states that the patient suffered from a fall. The IFU includes that obesity, traumatic overloads and non-unions can lead to implant failures like breakages. Because no manufacturer related issues were identified the implant breakages are attributed to the patient. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that patient that was implanted the t2 nail femur on (B)(6) 2015, suffered a fall (own height), with fracture of the femur and stem breakage. It was necessary a revision surgery. The fragments were removed and a new nail was implanted

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient that was implanted the t2 nail femur on (B)(6) 2015, suffered a fall (own height), with fracture of the femur and stem breakage. It was necessary a revision surgery. The fragments were removed and a new nail was implanted